Event description:
The plaintiff's attorney alleged that the patient experienced a sudden cardiopulmonary arrest and subsequently expired. It was also alleged that the event was caused by the administration of the product for dialysis treatment.

Manufacturer narrative:
This is one of two device reports related to this event. A follow up report will be submitted upon receipt of any additional information.